Manufacturer narrative:
The reported event is confirmed, cause unknown. The product was used for patient treatment. No physical sample was returned; however, a photo sample was submitted. Visual evaluation of the photo sample noted the coating appeared to be flaking towards the tip of the device. The observations of the coating flaking off on multiple accounts appears to be the jacketing forcibly stripped off at the tips or other areas of the coated and jacketed guidewire. Although a specific cause cannot be determined, potential root causes for this event could be, "inadequate material selection, and/or bonding between layers, degradation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." "Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the guide wire flaked severely. The same event has occurred several times in the same batch successively. As per the additional information received via ibc on 31may2023, the guide wire has been used on the patient, but no flaked coating residue left in the patient. The flaking occurred during the process of pulling the guide wire out so that the fragment of coating was falling outside the body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the guide wire flaked severely. The same event has occurred several times in the same batch successively. The guide wire has been used on the patient, but no flaked coating residue left in the patient. The flaking occurred during the process of pulling the guide wire out so that the fragment of coating was falling outside the body.